Event description:
A physician reported that there was a loose phacoemulsification tip with display of advisory code before surgery. The procedure type and details regarding procedure completion were unknown. There was no patient impact. Additional information was requested and none received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).